Event description:
It was reported that the dexcom g7 sensor paired with the ilet experienced intermittent communication resulting in signal loss to the ilet, after which the user was guided through reconnection and readings resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with intermittent communication failure, with involvement of electrical and magnetic components and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.